Manufacturer narrative:
Supplemental to update method/result/conclusion codes, previous fdm, fdr, fdc no longer apply. Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since the beginning of 2019, the patient was having trouble with the ins, which was explained to mean that the ins was running out very quickly and therefore was having to charge the ins more frequently. They used to charge the ins once a week, but now was charging every day. At that same time, they also started noticing that the stimulation was not feeling like it used to. It was confirmed that the patient didn't have any recent reprogramming but did need to increase their parameters every now and then. They explained that they got the device for both legs, but the patient was just using it on the right side and would adjust the amplitude as needed. It was reviewed with the patient how programmed parameters affect the recharge interval. They were redirected back to their doctor to schedule an appointment with a manufacturer representative (rep) to have the device checked. An email was also sent to the field, and a rep responded stating they would contact the patient on october 1, 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was that the battery was implanted in 2013 and was close to end of service. The patient was going to move forward with a battery replacement of a newer model. No further complications were reported.